Event description:
The customer reported via phone call being hospitalized due to low blood glucose levels. The customer's blood glucose was 30 mg/dl. The customer stated that he had been hospitalized because his transmitter did not alert him of the low blood glucose. He stated that the transmitter had not been working and that he also lost it while at the hospital. He was advised that the transmitter would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.